Event description:
It was reported that within six weeks of device implant, the patient developed rhythmic cardiomyopathy with continuous rapid atrial fibrillation (af), experienced dyspnea, and irregular heart "songs" (rhythms). An electrocardiogram (ECG) was abnormal and revealed left flutter to 130 per minute and the device interrogation was "abnormal." Follow-up was conducted to determine what was meant by abnormal, however no additional information was received. The patient had atrio-ventricular (av) node ablation and the device was reprogrammed and remains in use. The patient was a participant in (B)(4). No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: 6947m, implantable tachy lead, (B)(6) 2013. (B)(4).